Event description:
It was reported that during setup at the ¿do you see any drops?¿ step, the on-screen yes option was unresponsive, preventing progression, and the issue was resolved after restarting the ilet via the app and completing a software update; the problem was characterized as a screen or button unresponsive event associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the trainer. Investigation of this case revealed a software-related problem consistent with an unresponsive key or button affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.